Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient reported none of the button on the pump are working. Patient stated the soft-components of the side upper button are defective. No adverse event reported. Product was replaced and requested return of the alleged pump for evaluation.